Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803.the alarm was raised on the console due to a communication failure on the hand controller arm. This kind of failure may recover itself with a powercycle of the surgeon console. However, in investigating the issue, the field service engineer found that the mechanical drive cable on the same hand controller arm was frayed. Cable fray of the mechanical drive cable may lead to unrecoverable alarm on the surgeon console, therefore the subassembly was replaced. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that, during non-clinical use, versius surgeon console went into medium priority alarm. There was no patient envolvement and no harm to the user reported in relation to this event. When investigating the issue, the field service engineer noticed mechanical cable fray and replaced the faulty assembly. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.